Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned. The reported event could not be verified as the device was not returned and no objective evidence was provided towards the event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. Complaint history and DHR review for could not be performed without item/lot information. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s first name is not provided / unknown.

Event description:
It is reported that the implant have a damaged hex. Tooth site #2.